Event description:
Caller reported a cartridge alarm 20 issue with the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software. The customer was advised to put the malfunctioning pump into storage mode before returning it and will receive training through their tandem source account. The customer understood the instructions and no backup insulin therapy was currently available, so they planned to reach out to their healthcare provider.